Event description:
The hospital reported that vasoview hemopro 2 silicone covering on a jaw was missing. It was noticed when the kit was opened. It was not plugged on or used on a patient. Another kit was opened to successfully complete the procedure.

Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, b5. G3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 08/11/2025. An investigation was conducted on 08/14/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire. There were no visual defects observed on clear intact hot silicone jaw insulation. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the cold metal jaw tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000483446 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that vasoview hemopro 2 silicone covering on a jaw was missing. It was noticed when the kit was opened. It was not plugged on or used on a patient. Another kit was opened to successfully complete the procedure. No patient harm or effect. No procedural delay.